Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking occurred at the power cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damages of the returned power cables. Including power supply, power cord, and right- angle ext. There were no indications of any burned or damaged components of the pes. (Patient electronic systems). No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home (reference test results provided). All returned power cables were able to be used with no interruptions and/or power malfunctions including sparks.